Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the patient experienced multiple sensor failures that resulted in diabetic ketoacidosis (dka). The issue occurred after the senor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. Due to the sensor failure during the warm up period, the patient was unable to check their blood glucose for a long time. The patient stated she went to the hospital where she was diagnosed with dka. At hospital admission, the patient's blood sugar level was over 500 mg/dl and she was treated with insulin. She remained hospitalized for two days and after discharge she was in stable condition. Data investigation confirmed sensor failure during warm-up on (B)(6) 2022. The root cause was determined to be low count aberration. No additional patient or event information is available. No additional patient or event information is available.